Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic and the right ventricular lead exhibited an episode of noise. The patient would be monitored.